Event description:
It was reported that during a procedure, the dyonics control unit was not working, device systems stalling and error - over pressure. The procedure was successfully completed with no delay using a back-up device. No patient complications were reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. There was a relationship found between the device and the reported event. A visual inspection was performed on the exterior of product and no physical damage was observed. A functional evaluation revealed that the device failed for system error-unable to retrieve custom settings. No overpressure was noted. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The complaint of computer software problem was confirmed, and the root cause has been associated with an electrical component failure. Factors, unrelated to the manufacturing and design of the device include a low or dead battery voltage for the custom setting memory chip. This would cause a loss of power to main pcb's ic with the custom settings memory. The complaint of increase in pressure was not confirmed. Factors that could have contributed to the reported event include a failure of a concomitant device. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.